Event description:
During incoming inspection at distribution, it was found that there were stains on the package of the product.

Manufacturer narrative:
Investigation in progress but not yet complete.